Event description:
It was reported that the patient experienced power cable disconnect alarms and low voltage alarms so the patient exchanged the system controller. The log files were reviewed and found a string of low power events on 04may2024 prior to the driveline disconnect. It was noted that patient did not experience any adverse consequences from this event. No further alarms were reported after the exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms can be confirmed based on the information contained in the log files retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded from 29apr2024 to 14may2024. The recorded information revealed that the system maintained the set speed with no interruptions and there were some brief low voltage advisory and power cable disconnect alarms while the system controller was connected to 14v batteries. The data recorded on 04may2024 at 19:48 revealed that the driveline was disconnected consistent with a controller exchange. There were few entries captured on 14may2024 where only the white power cable was connected to a power modules which appeared to be recorded when the log files were retrieved. The periodic log file contained events recorded from 24apr2024 to 14may2024. The recorded data did not add any new information regarding the reported event. The returned system controller, serial number (B)(6) was functionally tested and was found to function as intended. A specific root cause for the alarms captured in the log file was not able to be determined. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.